Manufacturer narrative:
The field service representative found the sipper nozzle was dripping and evidence that one of the holes on the incubator was blocked. He checked all the seals on the syringe, bleached the tubing and confirmed it was able to suck/prime, checked the pinch valve, and replaced the pinch tubing. The field service representative ran performance testing. Performance testing passed. He also stated quality controls were running well. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results on cobas 8000 e 602 module. The initial result was 40.91 ng/l and the repeat result was 12.72 ng/l. The initial result was reported to the doctor. The doctor questioned the result and ordered the sample test to be repeated. The sample was retested on a different cobas e602 analyzer. The second repeat result was 13.0 ng/l. The reagent lot: 419254 and expiration: 31-dec-2020.